Manufacturer narrative:
Device evaluated by MFR.: promus element mr, ous, 3.5x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found proximal stent rows 12-14 and 17-19 were damaged and deformed. Distal stent rows 4-5 were damaged and deformed. The undamaged crimped stent od (outer diameter) was measured and was within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. The type of damage evident is consistent with resistance being encountered during advancement through a severely calcified lesion site. No other issues noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous, severely calcified and 3.5mm in diameter left anterior descending (lad) artery. A 3.50x38mm promus element stent was advanced to treat the lesion. However during procedure, it was noted that the stent strut was deformed. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 85% stenosed, 38mm in length target lesion was located in the moderately tortuous, severely calcified and 3.5mm in diameter left anterior descending (lad) artery. A 3.50x38mm promus element stent was advanced to treat the lesion. However during procedure, it was noted that the stent strut was deformed. The procedure was completed with another with the same device. No patient complications were reported and patient's status was stable.